Manufacturer narrative:
Continuation of d10: product ID: hh90t01, serial#: (B)(6), product type: mobile platform, product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported that their handset was giving them poorer and poorer service. The patient stated that last night they were up a good share of the night trying to get it to work often, and it took them over 20 minutes to get a bolus. The agent asked how long they had issues with this new one and the patient stated it had been getting a lot worse very quickly. The patient said initially it was working just fine, but it had changed quite a bit since then. The patient also mentioned that they were not good at remembering things and they were taking pain medication so they couldn't remember what the date was that they started having trouble with it. A replacement handset was requested from the repair department because the handset was not connecting to the pump and the app was running slow and the patient had tried shutting down the handset and could not get it to work. No patient injury reported.